Event description:
Customer reported that when the css console was plugged in to wall power and the battery test pushbutton on a controller was depressed, there was an indication of a low battery and the audible alarm sounded. The pt was switched to a backup css console. This alleged failure mode is a low risk to the pt because the css console has a redundant, backup controller, and it does not prevent the css console from performing its life-sustaining functions. The css console has been returned for eval.